Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip.

Event description:
Customer reported receiving a threshold suspend alarm on the insulin pump. Customer checked her blood glucose readings and they were 60 mg/dl. Customer treated with orange juice. Customer also received a motor error alarm on the insulin pump during bolus. Customer stated that her blood glucose readings went up to 343 mg/dl the night before and was treated with a shot. Customer does use the sensor feature and they were able to complete the rewind sequence. Customer declined any further troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.